Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On approximately (B)(6) 2015, the patient developed elevated lactate dehydrogenase (ldh) levels thought to be due to aortic insufficiency. It was reported that the patient did not have any history of aortic insufficiency prior to implant. The patient was treated with a heparin drip which temporarily decreased the ldh levels. The patient received a heart transplant on (B)(6) 2015. At the time of the transplant, the pump was believed to be operating as intended, although some power elevations were noted. It was suspected that the pump caused or contributed to the patient's aortic insufficiency. No further information was provided.

Manufacturer narrative:
The device was returned on 01/08/2016. The explanted device was returned for evaluation. A specific cause for the reported elevation in lactate dehydrogenase could not be conclusively determined through the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no evidence of deposition. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope. No abnormalities were found. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.